Event description:
Allergan's safety info management and reporting department received a report from a pt who was injected with botox cosmetic and juvederm xc (volume and concentration unk). The pt reported being injected "around the lips" and developing a rash at injection the sites, acne at the injection sites, headache, lightheadedness, left side ear pressure and blurry vision. The pt was prescribed a "high dose" of prednisone. The pt reports no relevant medical history, and is on no other medications. Symptoms have not resolved. The pt did not give permission to contact the physician. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
(B)(4).